Event description:
The customer reported that out of specification level one human chorionic gonadotropin (bhcg) quality control (qc) results were generated on the access 2 immunoassay system over multiple days. This is report four of five and represents the out of specification level one human chorionic gonadotropin (bhcg) quality control (qc) results generated on (B)(6) 2011. No erroneous patient results were released from the laboratory in connection to the event. There was no death, serious injury or modification to patient treatment associated or attributed to this event. An instrument system check performed by the customer per beckman coulter inc. Recommendations yielded acceptable results. No sample handling/collection information was provided by the customer.

Manufacturer narrative:
Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that on (B)(6) 2011, assay level one bhcg quality control results were out of specification approximately two standard deviations for mean values in association with a suspect in-use reagent pack. The instrument assay was recalibrated. The s0 relative light units (rlus) were significantly above in-house release data. Post calibration, the assay level one bhcg quality control results recovered within customer established specifications. Beckman coulter inc. Is currently investigating this issue. A definitive root cause for this event has not been defined to date. Mdrs related to this event: 2122870-2011-03376, 2122870-2011-04551, 2122870-2011-04552, 2122870-2011-04553, 2122870-2011-04554.